Manufacturer narrative:
Product evaluation: visual inspection of the lens showed a piece of one of the haptics is missing and a tear through the optic.

Event description:
The facility stated that the surgeon successfully implanted a model aa4203tl intraocular lens into the patient's eye. The surgeon noted damage to the lens and the lens was removed without injury. It is unk what model of injector or cartridge was used to deliver the lens into the eye. The lot numbers for these items are also unk. It is unk what caused damage to the lens.